Event description:
It was reported that telemetry on (B)(6) 2013 confirmed a critical alarm was occurring; ¿reset occurred ¿ low battery¿ and ¿pump in safe state¿. The first reset/low battery message occurred on (B)(6) 2013 which was about the time the patient¿s symptoms started. The logs were re-read again the next day and the log was filled with reset/low battery messages every 5 minutes. The patient symptoms were return of pain, feeling weak, and nauseated; the patient had been dehydrated and thought she had a stomach virus. The patient went to the hospital shortly after the symptoms started. The pump was delivering morphine. It was later reported that the patient was fine, but not receiving effective therapy. The patient was being scheduled for a pump re placement. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the patient was scheduled to have replacement on (B)(6) 2014. Additional information later reported the patient had their replacement postponed due to the patient needing another procedure prior to the replacement. Additional information later reported they had not set a date yet as they had to wait until the other procedure was done before setting the date.

Event description:
Additional information later reported the patient was having the pump replaced (B)(6). Additional information further reported the patient was stable in recovery now and therapy has been resumed. Per the reporter if the starting dose was enough to provide a therapeutic benefit the patient was expected to demonstrate benefit within approximately 24-48 hours.

Manufacturer narrative:
Product ID 8590-1 lot# n276998, implanted: 2011 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the pump was interrogated on (B)(6) 2014 and showed that the pump in safe state and reset occurred. The pump logs showed 15-16 reset occurred low battery and reset occurred messages from (B)(6) 2014 and then on (B)(6) 2014 logged a motor stall recovery occurred message.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.